Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of between 530-600 mg/dl. Reportedly, they had her on insulin drip woke up 130 mg/dl and then got put back on pump by hospital and they ran a temp basal if 125% she ate lunch and she slowly creeping up blood glucose after 250 mg/dl and more and it hadn't come down she was currently on pump mother did give her daughter a shot of 10u. No symptoms were reported. The insulin pump passed high pressure test. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump is not expected to be returned for analysis.